Event description:
Nurse reported inability to completely deflate catheter balloon. Nurse reports when balloon aspirated some air and water obtained. Labeling instructions for non-deflation (sever catheter to deflate) were not followed and catheter was withdrawn with partially inflated balloon via the urethra resulting in bleeding for approx 8 hours after catheter removal. The bleeding resolved without treatment.